Event description:
A nurse reported during the vitreo-retinal procedure the vitrector did not cut at all, although primed as expected but did not cut once the procedure was started. The product was removed from the sterile field and a new one was opened to complete the procedure. There was no patient harm, retinal procedure was completed as expected. No further details was available to be provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with the probe needle bent at two places, orange/brownish foreign material on the port face, in the port, and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. Inner cutter was observed to be severely bent. Gouge marks observed at several locations along the inner cutter. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure. The complaint evaluation indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. A contributing factor of the observed actuation failure is the broken inner cutter. The tip of the cutter was broken off which caused part of the cutter to be missing and, therefore, not present in the port of the needle when the cutter was actuated. How and when the tip of the inner cutter broke cannot be determined from the evaluation performed; therefore, a root cause for customer complaint issue cannot be determined. A secondary contributing factor of the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut failure was unable to be confirmed, and an exact root cause for the broken inner cutter port, bent needle and bent inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).